Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited a gradually increasing pacing lead impedance and capture threshold. It was unknown if the issue was due to lead damage or the patient's anatomy. On (B)(6) 2018 dft test was performed and the therapy was within permissible range. Physician elected not to implant an additional lead. Patient was stable.